Event description:
This spontaneous case was reported by an other and describes the occurrence of pain ("suffered pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On the same day, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed in 2015. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. The reporter commented: the patient suffered pain for three years before having a hysterectomy. Consumer plans to raise an action against bayer. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt: pain. The analysis in the global safety database revealed 413 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.